Event description:
The customer reported an unspecified event related to the evis exera iii video system center. During a standard service inspection of the customer returned device, a b30 and an e216 errors were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a b30 and an e216 errors were observed. In addition, a faulty output board and rust were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error b30 and e216 was a defective output board. Olympus will continue to monitor field performance for this device.